Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken. The device was never clinically applied, therefore, no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.